Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that bd alaris smartsite needle free valve was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that contrast leaked out onto patient during power injection for CT scan.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.